Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hyperglycaemia [hyperglycaemia]. Novopen4 didn't inject the correct dose [incorrect dose administered by device]. Case description: study ID: 1706-novocare programme. Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 158 cm. Patient's weight: (B)(6) kg. Patient's bmi: (B)(6). This serious solicited report from (B)(6) was reported by a consumer as "severe hyperglycaemia" beginning on (B)(6) 2018, "novopen4 didn't inject the correct dose" with an unspecified onset date and concerned a (B)(6) years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to type 2 diabetes mellitus, mixtard 30 penfill hm (ge) (insulin human) suspension for injection, 100iu/ml, 90 iu, qd (two injections per day 60iu and 30iu) from unknown start date and ongoing due to type 2 diabetes mellitus. Medical history included type 2 diabetes mellitus (duration not reported), filariasis and thyroid gland disorder. Concomitant medications included - altiazem (diltiazem hydrochloride), eltroxin (levothyroxine sodium), aldactone (spironolactone), lasix (furosemide), gliptus plus (metformin hydrochloride, vildagliptin), lyrolin (pregabalin). On (B)(6) 2018, the patient suffered from severe hyperglycaemia. Patient's blood glucose reached 700 mg/dl and glycosylated haemoglobin (hba1c) was 15.5%. The patient was in hospital for 3 days. Patient received unspecified treatment for the event. It was reported that the main reason for hyperglycaemia was that novopen 4 did not inject the correct dose. But when novopen 4 was tested, it injected the correct dose. Action taken to mixtard 30 penfill hm (ge) was not reported. Action taken to novopen 4 was not reported. The outcome for the event "severe hyperglycaemia" was recovered. The outcome for the event "novopen4 didn't inject the correct dose" was not reported. Reporter's causality (novopen 4) - severe hyperglycaemia: probable novopen4 didn't inject the correct dose: unknown. Company's causality (novopen 4) - severe hyperglycaemia: possible novopen4 didn't inject the correct dose: possible. Reporter's causality (mixtard 30 penfill hm (ge)) - severe hyperglycaemia: unlikely novopen4 didn't inject the correct dose: unknown. Company's causality (mixtard 30 penfill hm (ge)) - severe hyperglycaemia: unlikely novopen4 didn't inject the correct dose: unlikely. Company comment: the reported events are considered listed according to the nn current reference safety information on mixtard 30. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30.

Event description:
Case description: investigation result: name: novopen® 4, batch number: evg6465-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system the batch documentation has been reviewed. No abnormalities relating to the observed problem were found. Nothing abnormal was found. A batch record review on inaccurate dosage was found to be normal. Name: mixtard® 30 penfill® 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated to the case: novopen 4 expiration date added. Investigation result updated. Narrative updated. Manufacturer comment updated. Manufacturer's comment /company comment: 19-jul-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are considered listed according to the nn current reference safety information on mixtard 30. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30. Evaluation summary: name: novopen® 4, batch number: evg6465-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system the batch documentation has been reviewed. No abnormalities relating to the observed problem were found. Nothing abnormal was found. A batch record review on inaccurate dosage was found to be normal.